Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Event description: additional information was received via email on (B)(6) 2018 from distributor: (B)(4) [medwatch # 2027111-2018-00175] will address the c0r47 "insufficient heat sealing"

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of pouch seal delamination. Based on the condition of the returned unit and the description of the event, it is likely that the pouch seal delamination was caused by insufficient heat during packaging of the unit. This could occur if the machine is stopped for a notable period of time and under-formed pouches are filled and not scrapped. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is implementing process enhancements intended to further minimize the potential for this type of incident to occur.